Event description:
In 2006, I had lasik surgery. I was told I was an "excellent" candidate. I was given the consent form but assured none of that would apply to me. Immediately after the surgery, I developed severe dry eyes. I was told by my doctor to "give it time." I have give it 18 months and now live a very structured existence. Every care is taken to alleviate my eye pain from lasik induced dry eye. I have a routine I must follow daily to help me with the dry eye pain. I was never told this was something that could happen to me. Dry eyes was brushed off because my doctor didn't see any pre-existing condition. Lasik had made my life a very challenging one. It was supposed to make my life easier.